Manufacturer narrative:
Batch review performed on 02 september 2025 lot 2104699: 30 items manufactured and released on 01-july-2021. Expiration date: 2026-06-15. No anomalies found related to the problem. To date, 26 items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Few days after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon upsized (12 to 17 mm) the liner to give the patient more stability. The surgery was completed successfully.